Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support there was low pump flow. Due to constant suction alarms and multiple repositioning attempts, the doctor questioned catheter integrity. The patient was taken to the cath lab to exchange for a new catheter. Additional information was provided that noted the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical information provided was sufficient to determine a root cause. The root cause of the low pump flow issue was most likely due to the patient's condition. This report is being filed as part of a retrospective review of historical records.